Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the vertical lines and power issues could not be determined. It is possible that the lines were caused due to light crystal display (lcd) failure. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same equipment. No further procedure information could be confirmed.

Event description:
The customer reported to olympus medical that high definition lcd monitor had a vertical line the screen. The customer reported this issue was found prior to procedure. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. The reported issue (line on the screen) was confirmed during testing. In addition, the dvi ports were damaged; the ac adapter did not power on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.